Manufacturer narrative:
The t1, t2 and suture were not returned for evaluation. Visual inspection revealed that the delivery needle system has been bent on this device. Functional test was successful. The actuator retracted and advanced as designed. This complaint of t2 not securing in the tissue cannot be confirmed or disproved since the device functioned and they t's were not returned. Use error cannot be ruled out as the device is bent from use.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that both t-1 and t-2 anchors of the ultra fast-fix curved device deployed, but the t-2 implant did not stay secured in the tissue. Both the t-1 and t-2 anchors were removed from the patient. A backup device was available to complete the procedure with a reported 2 minute delay. No patient impact was reported.